Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Human bone/tissue was also identified attached to the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) a pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 and was used for approximately 3 years 1 month. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (63412112). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63412112) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvwh10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 3 years and 1 month.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Initial reporter email address, fax number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwh10) was removed due to implant fracture after two years of loading. Tooth location 19. Inflammation was also noted.